Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and a "call tech support" error was observed on the screen. Manual testing was performed and passed. The reported event of an intermittent audio output was not be confirmed. The root cause could not be determined.